Manufacturer narrative:
S/v 3.0b: pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was unknown. The customer stated that reservoir compartment was broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.